Event description:
It was reported that while the surgeon was advancing the lens it "shot out" of the end of the injector and tore the capsule bag. The doctor repositioned the lens and left it in the eye. Post-op the patient is fine and vision is okay. Additional information has been requested, but no additional information has been received. It should be noted that the original information we received specified the lens injector to be a viscoject 1.8; as a result we have submitted importer report # (B)(4) for a viscoject 1.8 injector. Subsequently, upon evaluation of the returned product, it was determined that the injector was a vis100, and not a viscoject 1.8 injector as originally reported. Also, MDR report (manufacturer's report # 1313525-2015-00600) was submitted for the lens involved in this event.

Manufacturer narrative:
The delivery device has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.